Event description:
It was reported to philips that the c-arm brakes of the azurion device had failed. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that c-arm brakes not working. Fse cleaned brake assembly and checked for any debris blocking position sensor. After checking all rotation fse identified that malfunction area is geometry. Fse replaced the hand switch, and verified the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.